Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and reported their implantable neurostimulator (ins) was dead with it being confirmed at eos.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was that they were supposed to have a MRI, however it had been a while since they charged/used the ins. Pt said that they had gotten sick and let the ins go, so the ins hadn't been charged for some time. Pt said that they needed to charge the device so that they could place the device in MRI mode, however they forgot how to charge the ins. Agent reviewed possible ins over-discharge/expected eos time-frame with the pt. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. This was the patient's third overdischarge.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.